Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. Visual examination of provided picture identified a stem covered with blood and still assembled to the head and liner. Nothing further can be gained regarding the reported event from the photo. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
Cmp-1022813 d10. Ncb®, locking cap item# 0202150300 lot# 3213735. Ncb®, locking cap item# 0202150300 lot# 3226092 (x4). Ncb®, locking cap item# 0202150300 lot# 3226089. Kirschner wire with trocar tip, 2 mm, 280 mm item# 29020280 lot# unknown. Ncb®, periprosthetic femur plate, proximal, left, 15 holes, 324 mm item# 0202263115 lot# 3156579. Ncb®, periprosthetic femur plate, proximal, left, 18 holes, 363 mm item# 0202263118 lot# 3156586. Ncbâ®, screw, 5.0, 55 mm item# 0203150055 lot# unknown. Ncbâ®, screw, 5.0, 38 mm item# 0203150038 lot# unknown. Ncbâ®, screw, 5.0, 40 mm item# 0203150040 lot# unknown. Ncbâ®, screw, 5.0, 22 mm item# 0203150022 lot# unknown. Ncbâ®, screw, 5.0, 32 mm item# 0203150032 lot# unknown. Ncbâ®, screw, 5.0, 36 mm item# 0203150036 lot# unknown. Ncbâ®, screw, 5.0, 38 mm item# 0203150038 lot# unknown. Ncbâ®, screw, 5.0, 40 mm item# 0203150040 lot# unknown. Ncbâ®, screw, 5.0, 48 mm item# 0203150048 lot# unknown. Ncbâ®, screw, 5.0, 42 mm item# 0203150042 lot# unknown. Ncbâ®, locking cap item# 0203150300 lot# unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient fell and sustained a femoral fracture approximately 3 months post-implantation. The patient underwent explant of the device. Due diligence is in process and no further information on the reported event has been provided.